Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed a high alarm displayed downstream occlusion. The reported problem cannot be replicated by testing with 100ml cassette. Found severe bubbling dso seal. The most likely cause of the report error is the dso (downstream occlusion) sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump reported that the device experienced a downstream occlusion. There was patient involvement, and no patient harm reported.